Event description:
It was reported that revision surgery was performed due to knee instability. During surgery, it was discovered that the tibial insert had dislocated.

Manufacturer narrative:
The returned genesis ii insert was examined dimensionally and visually. The purpose of this investigation was to determine the reason the polyethylene insert disassociated from the tibial tray. No destructive testing was cnducted. The critical interlocking dimensions of the insert were checked against the required specifications. Dimensions were within specification except for those which could not be accurately measured due to the deformation present. The as-received genesis ii insert was photographed, and there was a yellow spotting observed on the articulating and mating surface. Deformation and gashes were observed on and above the left side of the left dovetail, respectively. The insert was gold coated to examine the anterior locking edge and mating surface under a steromicroscope. There was deformation observed on the right side of the dovetail. The mating surface of the insert showed signs of burnishings across the top of both dovetail ends likely due to sliding on top of the tibial tray anterior locking mechanism. An insert that has not been locked in a tibial tray has a sharp edge on the anterior locking mechanism whille an insert that has been locked in a tibial try has deformation on both edges of the anterior locking mechanism. The returned genesis ii insert had areas of sharpness and deformation along the anterior locking mechanism edge. The left anterior locking mechanism in particular had areas of sharpness and deformation along its edge. Based on this feature, it could not be determined if the insert was fully locked into the tibial tray.